Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy wrist-style magnet was cracked. Accordingly, a new pt essentials kit was shipped to pt. Cracked magnet will not be available to MFR for product analysis.